Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer also mentioned that the drive support cap was loose and sticking out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.